Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and noted that the sample remained in the tube. A siemens customer service engineer (cse) was dispatched to the customer site. The siemens cse performed an inspection of the instrument and replaced the upper and lower seals on the dual resolution dilutor (drd), sample probe manifold assembly, and ceramic valve on the sample side. The cse checked the probe alignment and verified the performance of the instrument. The cse informed that there were no additional false negative results. Siemens evaluated the instrument log files and noted the false negative results were on one patient sample. The files indicated that each successive sample aspiration did not show a gradual decrease of serum from the sample tube. The level sense values were not consistent and indicated a sample level sensing issue, for example, on air bubbles in the sample tube. The customer informed the instrument is operational. The cause of false negative 3gallergy specific ige (spe) results on one patient sample is unknown. Siemens confirmed the issue was isolated to one patient sample. The instrument is performing within specification. No further evaluation of the device was required.

Event description:
The customer obtained false negative 3gallergy specific ige (spe) results for one patient sample on the immulite 2000 xpi instrument. The initial false negative results were reported and questioned by the physician(s). The customer performed maintenance on the instrument and then used the same sample to perform repeat testing. The repeat results were higher. The customer issued a correct report and reported the repeat results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely negative 3gallergy specific ige patient results.